Event description:
The black plastic piece surrounding the electrical plug site on the wound vacuum fell off. This left us unable to plug in the electrical cord to wound vac as the plug site fell into wound vacuum cavity. This same event occurred with a different patient last week. The broken wound vacuum appliance sent out for repair.